Manufacturer narrative:
Batch review performed on 20 february 2023: lot 2009653: (B)(4) items manufactured and released on 18-mar-2021. Expiration date: 2015-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported events in the period of review. Other devices involved: liner: mpact 01.32.4452mc dm converter liner g/dmf ((B)(4)) lot 2010075: (B)(4) items manufactured and released on 11-nov-2020. Expiration date: 2025-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 ((B)(4)) lot 2007621: (B)(4) items manufactured and released on 30-oct-2020. Expiration date: 2025-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection 1 year and 10 months post primary for infection. Liners and head revised successfully.